Event description:
It was reported that during a case, surgeon inserted the 1.25 plate reduction wire through the hole in the plate. When he was removing it, the wire snapped where the ball and wire meet. The surgeon manually removed the wire, and completed the procedure with harm to the pt. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was not returned for eval. A review of the device history records did not show any discrepancies that could have contributed to the reported issue.